Event description:
It was reported that the patient was discharged with 14 days of antibiotics and the infection resolved on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to the ed on (B)(6) 2019 with concern for melenic stool. The patient had multiple loose stools and red-streaked stool on (B)(6) 2019 followed by dark tarry stool. The patient was admitted the night with a concern for gastrointestinal bleeding. The melena stopped since the admission and warfarin was restarted on (B)(6) 2019. The patient also had redness and skin changes at the laparoscopic site from previous cholecystectomy suggestive of cellulitis; treated with antibiotics.